Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via distributor that the muting probe was not working properly. There was no known patient impact.